Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue,"), dysmenorrhoea ("dysmenorrohea"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia") and anaemia ("anemia,"). The patient was treated with surgery (hysterectomy full). Essure was removed. At the time of the report, the pelvic pain, fatigue, dysmenorrhoea, abdominal pain, back pain, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dysmenorrhea, back pain, menorrhagia, anemia, fatigue. Reporter added, patient demographic added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, miscarriage, rib pain and periodontal disease. Concurrent conditions included vulvovaginitis, ovarian cyst, hemorrhoids and uterine enlargement. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as ethinylestradiol;norethisterone acetate (junel), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and medroxyprogesterone acetate (depo-provera). In 2013, the patient experienced dysmenorrhoea ("dysmenorrohea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced heavy menstrual bleeding ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue,") and anaemia ("anemia,") and was found to have uterine leiomyoma ("uterine leiomyoma/ fibroids"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, fatigue, anaemia and uterine leiomyoma outcome was unknown and the dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported (B)(6) 2013. Product insertion date updated from (B)(6) 2013 to (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Product insertion date updated. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine dilation and curettage, miscarriage, rib pain and periodontal disease. Concurrent conditions included vulvovaginitis, ovarian cyst, hemorrhoids and uterine enlargement. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as ethinylestradiol;norethisterone acetate (junel), ethinylestradiol;norethisterone acetate (loestrin), ibuprofen and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). In october 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue,") and anaemia ("anemia,") and was found to have uterine leiomyoma ("uterine leiomyoma"). The patient was treated with surgery (laparoscopic supracervical hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, fatigue, anaemia and uterine leiomyoma outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6)2013 now it is reported (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events - abnormal bleeding (vaginal), uterine leiomyoma, vaginal discharge was added. Updated outcome of event menorrhagia, dysmenorrhea from unknown to recovered / resolved. Lab data, concomitant conditions, concomitant drugs, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.